Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone17.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while on vacation outside the country, the patient¿s pod stopped communicating and failed to connect or stopped working. After returning home, the patient noticed that the pod had lost all its settings, including custom food carb settings. The patient attempted to re-enter the setting and received an error message indicating that the total bolus had exceeded the maximum bolus setting of 0.1 u which prevent them from delivering any insulin. The clinical department was consulted during the call with product support. It was determined that the maximum bolus setting of 0.1 u was extremely low and likely incorrect, thus preventing the patient from administering adequate insulin doses. This setting was limiting the amount of insulin per single bolus and with such a low threshold, the calculator was requesting more than the maximum allowed. The patient was advised to consult with their healthcare provider to confirm the correct maximum bolus setting. Reported blood glucose reading was 256 mg/dl. Duration of pod usage was not reported. No treatment details were provided.